Event description:
It was reported to philips that the system does not start up but remains on the display saying "starting xray system". The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.